Event description:
It was reported that the patient developed a skin irritation rash after wearing the pod for less than an hour. The patient contacted the doctor and received an ointment for treatment.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.